Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported artificial light at night causing difficulty seeing at distance and near following implantation of an intraocular lens (iol). She noted a permanent reflection, like ghost images on the left, difficulty seeing computer and phone screens. She also noted that laser was performed due to the myopic outcome and has experienced deterioration of vision. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the right eye.